Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber tip became loose and was observed to misfire and fire straight. While using a second side-firing surgical fiber, the fiber output was again observed to misfire and fire straight. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This event is for the first surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 92,112 joules used and 20:22 minutes expended. The second fiber: 58,831 joules used and 14:15 minutes expended.